Event description:
The initial reporter is alleging: during an open reduction and internal fixation procedure of a distal fracture in the right humerus, an acumed 2.7mm x 40.0mm cortical screw broke. During the process of inserting the screw into the inner first hole of the 8-hole elbow plate (an acumed pl-lem8), the screw was broken approximately 3-4 threads from the screw head. The surgeon did not have a screw removal tool, and as a result had to break the patient's distal humerus bone to remove the broken screw. Due to the complicated nature of this procedure, the surgery took three hours longer than normal.